Event description:
Report received from the USA regarding an attachment device in which, during a craniotomy procedure, it was discovered that the device's "tip was broken". An identical spare device was available and the surgery was completed successfully. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was tested and the reported condition was duplicated and confirmed. Evidence indicated this was due to usage wear over time. If additional information is received, a supplemental report will be sent. (B)(4).